Event description:
The user facility reported that the right femoral access was obtained for a liver angio with a 5fr sheath. A post procedure femoral angiogram was performed. The artery was greater than 4mm and the sheath was in the common femoral artery, no disease was present. A 6fr angio-seal was opened for closure. The first angio-seal had an issue with the vessel locator staying connected to the sheath. The second angio-seal, the vessel locator and sheath connected correctly, however the bypass tube would not correctly seat into the sheath. An attempt was made at removing the device from the sheath, which was unsuccessful. The angio-seal sheath was removed, and manual pressure was held. No part of the angio-seal was left in the patient. The patient was stable, and no hematoma was present after manual pressure was released. The procedure was a success.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, header bag, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier and hemostasis sheath were returned separated although it remained connected via suture. The carrier tube was returned in the forward lock position. The anchor and collagen were found to have been stuck in the sheath valve. No other damage or deformation was found on the returned device. Functional testing was performed. The suture was cut and anchor and collagen were removed. The bypass tube was attempted to be inserted into the hemostasis sheath. The bypass tube was successfully inserted into the sheath. The complaint was able to be confirmed for assembly difficulty. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been the off-axis loading of the carrier tube into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).